Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was slightly extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that after this atrial lead was inserted during the attempted implant, the helix mechanism was unable to be extended. The physician elected to remove the lead and return the product for laboratory analysis. No resulting adverse patient effects were reported.